Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Upon return, visual inspection found that the right ventricular (rv) defibrillation lead was not fully inserted into the device header. The device was put through and passed pin gauge testing. An is-1/df-1 lead was inserted into the device header without any issue. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. It was concluded that the device's operation and functionality was normal.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing impedance). The local representative and clinic were notified of the alert. Subsequently, boston scientific received information that this patient's latitude monitoring system detected two red alerts(high rv pacing impedance and v-tachy mode changed to other than monitor + therapy). The clinic's red alert phone number was called and a detailed message concerning the alert was provided. The clinic was instructed to contact latitude customer support with questions. Boston scientific received information from the local representative that the patient will be scheduled for a lead revision procedure due to conductor fracture (clavicular crush). Subsequently, boston scientific received information from an out-of-service form that this patient's device and lead system were explanted. No replacement system was implanted at this time.